Event description:
The customer requested assistance downloading event logs due to an event in which a patient became hypoglycemic when the tpn infusion "shut off." Although requested, the customer has declined to provide any additional event or patient information and plans to complete their own investigation.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.